Manufacturer narrative:
The patient has been contacted for follow up but has provided only limited information about the event and device.

Event description:
The patient stated the catheters gave her a urinary tract infection. She was prescribed an antibiotic and recovered.